Event description:
It was reported that the pacemaker dependent patient presented for a generator change procedure. It was noted that the patient's left ventricular (lv) failed to capture from the time of its initial implant and had not been utilized since then. During the procedure, it was noted that the right ventricular (rv) lead failed to be removed from the pacemaker header. The physician used excessive technique to remove the rv lead and it was noted that the rv lead exhibited insulation damage. To complete the procedure, the physician cut, capped and replaced the rv lead during the procedure on (B)(6) 2025. The old lv lead was plugged into the new pacemaker and not utilized. The patient was in stable condition.

Manufacturer narrative:
May 29, 2014 is an estimated event date.